Event description:
Catheter completely broke off from the hub. Retained component was removed successfully with hemostats and did not result in long-term or permanent impairment to the pt.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.